Event description:
Foley was placed, with good urine return, 10mls inserted into balloon, however when attaching foley to leg with stat lock, foley came out without balloon inflated and tip of foley catheter missing. Catheter broke off at the level of the fenestration.